Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the y-connector of the balloon catheter broke. The balloon catheter was replaced with resolution. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: upon visual inspection of catheter 2af283 / 47336-026, results showed the push button luer was broken and leaking. Smart chip verification showed that the catheter was not used. The balloon catheter failed the test due to a broken luer. In conclusion, the reported broken luer issue has been confirmed through testing. The balloon catheter failed the inspection due to a broken push button luer. If information is provided in the future, a supplemental report will be issued.